Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to encoder signal out of phase. The displacement, basic occlusion, occlusion, prime, the excessive no delivery, operating currents and off no power alarm tests could not be performed or the motor position encoder error alarm verified due to motor error alarm. The device also had a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The blood glucose at the time of the incident was 98 mg/dl. The customer stated that he wore the insulin pump during an MRI test. The customer was in the hospital due to a stroke and not diabetes related. The alarm history showed a motor position encoder error alarm. Troubleshooting was performed. The device was returned for analysis.